Event description:
It was reported in a patient's clinic notes that her seizures had increased. The patient's settings on the day of the report were 3.25 ma/20 hz/130 microsec/7 sec/0.8 min and 3.25 ma/7 sec/130 microsec. The frequency was then increased to 25 hz on this day. The patient's device was later said to be at end-of-service, and the patient underwent a battery replacement surgery. Good faith attempts for further information have been unsuccessful to date.